Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, noise leading to oversensing was noted on the right ventricular (rv) lead. Insulation damage was suspected. Provocative testing was performed and the lead noise was reproduced. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.